Event description:
A check patient line alarm during drain 4/4 using homechoice (hc) system. The technical service representative (tsr) assisted the hp to find the patient line clamp was closed and had the hp open the clamp and resume drain 4/4. There was no patient injury or medical intervention reported at the time of the incident.